Event description:
It was reported that the customer had low blood glucose. Paramedics were called to assist customer at home. Caller asked how to suspend the insulin pump due to the customer stated that the insulin pump was delivering too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.